Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified nor duplicated. The system was found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system was beeping as if it was producing fluoroscopy x-ray when it was not. No report of pt or staff injury.